Event description:
Customer reported that they have two patient results wtih an elevated accu tni (troponin) and the results were lower on the repeats. There was no death or serious injury reported with this event.